Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The hcp reported the pt was experiencing increasing spasticity. The hcp was noting increasing reservoir volumes in the pump reservoir - at last refill, there was 18cc remaining in the reservoir. A catheter dye study was done that demonstrated a pt catheter. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.